Event description:
The user facility biomedical engineer reported that during preventative maintenance (pm) of the device, the temperature display read "999" with no probe inserted. It should have read all dashes ("---"). Since the event occurred during the preventative maintenance, there was no patient involvement.